Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -17.50/0.5/081 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2019. Lens rotation was observed. The lens was repositioned and this did not resolve the problem. On (B)(6) 2024 the lens was exchanged for a spherical lens model of the same size. The replacement lens resolved the problem.

Manufacturer narrative:
Device evaluation: h3-lens returned in a microcentrifuge vial; dry. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).